Event description:
No additional information.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns had a syringe needle connectivity issue. The following information was provided by the initial reporter: material #304657 lot #4233716 / 4233718 verbatim: rcc received a complaint via email. Email(s) attached hello! We were notified of a complaint from a customer stating defective syringe. Please see the below details regarding the reported issue. If it is indicated that a sample is available, please provide shipping instructions within 30 days or the sample will be disposed of. Medline complaint #: (B)(4) defect description: defective syringe - syringe is disconnecting automatically medline part #: 153239 product description: syringe 10ml ll bns vendor part #: 304657 lot #: 4233716 / 4233718 date reported: 9/25/2025 sample received: no response needed: summary of findings & corrective actions - incident reported to the FDA as MDR-30 day. Reference no. 1423395-2025-00169 please reference the above complaint number in all future communications. If you have questions or need additional information please reach out to.